Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for post-operation check, post-paced t-wave oversensing was observed on stored egm. Further tests and programming changes were suggested.